Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Device evaluation summary: the pump and a portion of the catheter were returned. Analysis of the pump revealed no anomaly found. Interrogation of the pump showed that it had been delivering saline. Analysis of the catheter found a user related hole in the catheter body.

Event description:
The pump was removed and returned for archive/storage. There was no patient injury. The patient recovered without sequela.